Event description:
About 9 years after the primary surgery, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 march 2025. Lot 154801: (B)(4) items manufactured and released on 25-nov-2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.